Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer switched itself on and off. The programmer passed functional testing. However, it was indicated that an error was found in the logs indicating the micro processor unit (mpu) required replacement. The programmer was to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the issue of the programmer was switching on and off continuously reoccurred after the programmer was returned from repair. The programmer was returned for service. There was no patient involvement.